Event description:
It has been reported that the device would not power on during patient use. Another device was used to successfully deliver therapy to the patient. There was no reported patient harm.